Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved was not returned to the manufacturer for evaluation. A review of the device history records for sl-2010m2096, lot 10154038, was performed and no quality issues occurred during the manufacturing process of this lot related to the reported event. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: the arterial bloodline separated at the arterial pod. There was no patient involvement.